Manufacturer narrative:
Date of event: estimated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following an ablation procedure (presumably a left sided procedure) with an intellamap orion mapping catheter and an intellanav mifi open irrigated catheter, the patient presented with ischemic symptoms (possible cardiac embolic event) which were not permanent. The patient was discharged from the hospital post procedure and returned four days after discharge with mild symptoms which resolved. No further information is available.